Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to their healthcare facility after reporting they were just about to get into the shower when they received a shock. Upon device interrogation, it was found that the patient experienced an inappropriate shock as the result of t-wave oversensing. Additionally it was noted that right after the patient received their s-ICD, the patient underwent a myectomy where some of the heart tissue was removed as a result of underlying condition, hypertrophic obstructive cardiomyopathy (hocm). Subsequently, optimization and reprogramming was performed. The physician plans to implant a transvenous system at a later date. Ultimately, the s-ICD system was explanted and replaced with a dual chamber implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.